Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was used; however, the balloon ruptured during inflation. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.